Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2016; a2dr01 ipg implanted: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the telemetry alarmed for implantable pulse generator (ipg) non-capture. It was also reported there was undersensing on the right atrial (ra) lead. The atrial sensitivity was reprogrammed. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.